Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause episodes due to undersensing during the implant procedure. It was further reported that the device experienced oversensing. The icm remains in use. No patient complications have been reported as a result of this event.